Event description:
The physician was performing a laparoscopic bowel resection on this patient. He asked for the automatic stapler. The stapler cut the bowel but never fired the staples, which meant the bowel was open and leaking into the abdomen. The physician had to resect more bowel, adding more time to the surgery and needing to change to a laparotomy incision. Patient was taken to ICU postoperatively.note: the review team thought that the reason that the device didn't fire the staples was due to the fact that the patient's bowel tissue was "thick" due to the disease process.